Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 4574-45 implantable pacing lead, (B)(6) 2013; 4074-54 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the device seemed to skip a ventricular pace occasionally (every one hour and thirty seconds.) Initially, it was unknown if it was a function of the device or if the device was oversensing, however it was confirmed that the device functionality may cause one ventricular pace to be skipped. The physician decided this was allowed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).